Event description:
The complainant alleged that the ambulance crew was responding to a medical emergency for a 62 year old male patient. When the crew arrived they observed that the patient was down, and had no pulse and was not breathing. Cardio pulmonary rescusitation was started immediately. The crew called the hospital requesting an advanced life support medic. The medic arrived upon the scene within two minutes to find "good cardio pulmonary rescusitation in progress." The medic then applied the electrodes to the patient, and turned the monitor on, but the screen displayed a "check electrodes" error message. The medic then checked the device settings, the electrodes and other connections, but all seemed correct, securely attached and connected. Cardio pulmonary resuscitation was continued throughout the event. Another crew member then double checked all connections and setting, but the device still displayed the same error message. The medic and crew then transported the patient to the hospital, which was less than one minute away. Cardio pulmonary resuscitation was continued and an endotrachial tube was placed in the patient just prior to the ambulance backing up to the emergency room doors. The patient was received into the emergency room where a second monitor was attached to the patient. The monitor indicated that the patient was in fine ventricular fibrillation. The patient subsequently expired but the complainant indicated that the patient outcome was not as a result of the reported malfunction.